Event description:
It was reported that the lead was capped and replaced due to a capture anomaly. It was reported that a loss of capture was observed on the rv lead. The lead was capped and replaced.